Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided reason for reoperation: seroma-late, and anxiety-product/procedure.

Event description:
Patient representative reported "left breast seroma requiring capsulotomy, and increases risk of alcl. Patient has not been diagnosed with bia-alcl."this record is for the left side. The device has been explanted.